Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00260.

Event description:
The user facility in (B)(6) reported during initial activation the cutter worked; however, during the vitrectomy surgery the cutter would not cut. No pt injury reported.